Event description:
It was reported that the patient passed away. The physician assistant had no knowledge of the cause of death. It was reported that the patient was last seen in the clinic in 2002 and there had been no further follow-up with the patient. Additionally, it was reported that the generator had been programmed off. The date of disablement is unknown. It is likely that the patient was not receiving vns therapy at the time of death. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
An online search showed the date of death to be (B)(6) 2005. Programming history was reviewed on 12/08/2014. Data is available from (B)(6) 2002 to (B)(6) 2004. The last available data shows that the device was programmed to deliver therapy at least until (B)(6) 2004. A normal mode diagnostic and system diagnostic on this date both showed normal device function. Attempts to the funeral home for product return and obtaining the cause of death from the patient¿s death certificate were unsuccessful. An in-house sudep evaluation showed possible sudep.

Manufacturer narrative:
Analysis of programming history outcomes attributed to adverse event - death, corrected data: an online search determined the date of death; therefore, this field is being updated. Date of event, corrected data: an online search determined the date of death; therefore, this field is being updated. Age at time of event, corrected data: an online search determined the event date; therefore, this field is being updated to reflect the patient age at the time of the event.